Event description:
Abscess under abdominal wall, refractory fistula. Report received in 2004 from a literature source regarding a gastric cancer pt who underwent a removal of the pylorus side of the stomach due to abnormal drainage of the foramen of winslow and received seprafilm (date unk). Ten days after the surgery, the pt was found to have an abscess under the abdominal wall which turned into an intractable fistula. The pt's outcome is unk. It was the opinion of the authors that the events were possible related to seprafilm. No further info was provided. With respect to medwatch section h6 eval codes: conclusions: this conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.